Event description:
A report was received that the patient's lead was displaying high impedances. The physician performed a revision on the patient to rule out malfunction of the devices. During the revision the physician noted that the lead was at fault for the high impedances but did not explant the lead at that time. The patient's lead will now be explanted due to high impedances.

Event description:
A report was received that the patient's lead was displaying high impedances. The physician performed a revision on the patient to rule out malfunction of the devices. During the revision the physician noted that the lead was at fault for the high impedances but did not explant the lead at that time. The patient's lead will now be explanted due to high impedances.

Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead was displaying high impedances. The physician performed a revision on the patient to rule out malfunction of the devices. During the revision the physician noted that the lead was at fault for the high impedances but did not explant the lead at that time. The patient's lead will now be explanted due to high impedances.